Event description:
It was reported that the user experienced hypoglycemia associated with late meal announcements while using the ilet, with the lowest recorded glucose of 53 mg/dl for approximately 20¿30 minutes and correction taken with apple juice; the user reported improved glycemic control after a recent follow-up review and education, and counseling was provided regarding the risk of insulin stacking with late meal announcements. Symptoms included hypoglycemia with associated symptoms of shaking. Outcomes included no lasting health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device-related problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not fully established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.